Event description:
Customer reporting high blood glucose. Customer's blood glucose reading is 245 mg/dl. Customer stated that she was treated at hospital for high blood glucose at the beginning of (B)(6). At the time of the event, the customer was experiencing high blood glucose all day. Customer stated that she was treated with intravenous injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.